Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the gluteal abscess was due to inadequate hygiene. She stressed again it was not related to the neurostimulator device or therapy. The patient did not return for a follow up appointment, so no additional information was available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09vz3, implanted: (B)(6) 2013, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 3889-28, lot # va09vz3, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation in the past month. She reports the ins site was sore and swollen off and on for the past 6 months. Her lead wire site was sore and swollen and bleeding some. The patient went to the ER two days before reported event date and doctor told patient it was a cyst. Additional information reports that the programmer was the component involved in the event. A gluteal abscess was reported. The patient had small gluteal abscess unrelated to neurostimulator surgical sites. The patient also reported not feeling neurostimulator stimulation. The patient was prescribed antibiotic for abscess and neurostimulator was evaluated and reprogrammed. The event caused was not determined. Abscess was unrelated. The patient was unknowingly altered device settings. The patient was educated on how to use device as well as device was reprogrammed. The patient recovered without permanent impairment. Additional information received reports the patient received assistance from their healthcare provider or man ufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2015. Additional information has been requested for cause of gluteal abscess but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.